Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013 subsequent to extrusion of the electrode array out of the cochlea. During the same surgery, the patient was reimplanted with a new device.